Event description:
It was reported that during a proximate biceps tenodesis surgery the tip of the anchor broke off during insertion. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection it was noted that the end of the driver is bent. No parts of the driver were noted to be missing. The suture assembly was not returned for investigation. The thickness of the distal tip was measured and found to be within the design tolerance. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. As such, the most probable cause can be linked to improper bone preparation and/or an inadequate anchor size selection for use with the bone that was present.